Manufacturer narrative:
The event was confirmed with product received. The device is fractured at the midpoint of the main shaft. The threads also exhibit damage. The design of the cup positioner adaptor cap does not allow the leading thread to be chamfered because it is needed for better engagement with smaller diameter cups. As a result, the unchamfered leading thread is and has an increased tendency to strip, deform or fracture. Evidence of side impaction implies that the surgeons are placing off-axis load on the impaction handle which is designed to be struck on the impaction surface not the side of the handle. When struck on the side of the handle it creates unintended loading conditions and increased stress on the threads. , review of the device history records identified no deviations or anomalies during manufacturing a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the impactor handle broke in two. The surgery was finished by opening a second identical device. No adverse events have been reported as a result of the malfunction. No additional information is available.